Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier (serial/lot) numbers were provided. Without unique device identifier information a review of the device history record could not be performed and root cause could not be determined.

Event description:
Requests for additional information provided no further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: emerging trends in heart valve engineering: part ii. Novel and standard technologies for aortic valve replacement citation: annals of biomedical engineering, vol. 43, no. 4, april 2015 pp. 844¿857 ((B)(4)) authors: arash kheradvar, elliott m. Groves, craig j. Goergen, s. Hamed alavi, robert tranquillo, craig a. Simmons, lakshmi p. Dasi, k. Jane grande-allen, mohammad r. K. Mofrad, ahmad falahatpisheh, boyce griffith, frank baaijens, stephen h. Little, and suncica canic date accepted by publisher used for event.

Event description:
Medtronic received information via literature review that summarized the available and future mechanical, bioprosthetic and transcatheter bioprosthetic valves for treatment of aortic valve disease. From this information the following adverse events were noted for each valve type: mechanical, surgical bioprosthetic, and transcatheter bioprosthetic. Adverse events related to medtronic transcatheter bioprosthetic valves (model/serial numbers not reported) included (B)(4) incidents of permanent pacemaker implant required in 270 patients (patient demographics not reported) whom received a transcatheter bioprosthetic valve. No additional adverse patient effects were reported. Additional information has been requested.